Event description:
It was reported that during the procedure, the 2.75 x 15 mm promus rx stent system was inserted through the non-abbott guide catheter and the stent system shaft was noted to become kinked. The promus stent system was pulled back and during withdrawal, the stent shaft broke into two pieces outside the patient anatomy. No resistance was felt between the stent system and the guide catheter. The procedure was completed using the same guide catheter and a new same size promus stent system. There were no adverse patient effects and no clinically significant delay. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely the sds was inadvertently handled during insertion into the guiding catheter, resulting in the hypotube kinking as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation would have contributed to the hypotube ultimately separating. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.